Manufacturer narrative:
Patient was given skin cream for preventative post care treatment. Treatment parameters were not followed per clinical guidelines due to user error. Patient's condition is now improving, feeling better. For this report, the device was evaluated to be operating as intended, without any problem.

Event description:
Patient developed full thickness burn on neck area from a laser procedure.